Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient wanted to be able to live without pain, without being so high or sleepy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine, dilaudid, and prialt, all with unknown concentrations and doses. It was reported the patient stated he had reaction to medications. The patient stated after the implant, the pump had morphine in it, but it didn¿t help very much with the pain. The patient stated the doctor told him he was going to put in stronger medication because the morphine was not helping much at all with the pain. The patient stated the doctor then put dilaudid in the pump about 6-8 months after implant in 2014. The patient stated the dilaudid was so high he couldn¿t stay awake. The patient stated the doctor kept increasing the medication in the pump. The doctor told him he was increasing the medication in the pump because the doctor could ¿tell the patient was in pain due to the patient¿s blood pressure and heart rate¿. The patient stated the doctor put prialt in the pump ¿in 2014 about 3-4 months after then another about 6 months¿, but it didn¿t help with the pain. The patient then stated the prialt was started ¿about (B)(6) last year (2016)¿. The patient stated he was and had been miserable and been having really rough pain. The change in therapy/symptoms was considered gradual. No further patient complications were reported.